Event description:
Customer reported issues related to two panorama central station's ambulatory telepacks, which include one telepack not working properly and the second telepack needed to be reprogrammed. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated both telepacks. Corrections include replacing one telepack and the other telepack is being returned to the company's repair center.